Event description:
It was reported that right hip revision surgery was performed due to a cobalt level of 2.0 (units of measure unknown).

Manufacturer narrative:
It was reported that right hip revision surgery was performed due to a cobalt level. During revision, the bhr head and modular sleeve were removed. The bhr cup and the synergy stem remained implanted, a competitor adm liner was implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. According to the provided revision report, the patient had adverse local soft tissue reaction, osteolysis on the femoral side and elevated blood metal ions. A report indicated that serum chromium (3.0 g/l, reference: = 1.4) and blood cobalt (2.0 g/l, reference: = 1.8) was elevated three years before the revision. Review of the provided implantation report did not reveal any inconsistencies related to the surgical technique that could explain the later revision. Review of the provided information did not reveal findings that could explain or have contributed to the reported intra-operative findings or the indications for this revision. It was also noted that use of a competitor¿s adm liner (stryker) was implanted at the time of revision. This activity was performed contrary to the instructions for use of for bhr implants which states under its important medical information, ¿do not mix components from other manufacturers.¿ without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
New information in event, implant date, explant date. It was reported that right hip revision surgery was performed. During the revision, the hemi head and modular sleeve were removed. The bhr cup and synergy stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. It was reported that a revision surgery was performed 8 years post tha due to elevated metal ions and adverse local soft tissue reaction. Per the provided lab results dated one month prior to revision, the cobalt and chromium levels were 34.4 ¿g /l and 24.2 ¿g /l, respectively. Per the revision operative report a large amount of adverse soft tissue reaction was found inside the capsule, there was no extracapsular component to that. There was no evidence of large osteloysis on the acetabular side. A large osteocytes area was noted posteriorly on the femoral component. Corrosion products were found in the trunnion. Black discoloration of trunnion and sleeve are uncovered as well as reaction on the inside the head. Tissue and fluid samples were sent for analysis and were reported to be negative when cultured for infection but the pathology confirmed macrophages with particles of debris and acute inflammatory cells and chronic inflammation. It was reported that during the revision procedure an off label use of a competitor liner was implanted with the retained bhr cup. The reported elevated cobalt and chromium levels and the noted intraoperative findings of soft tissue reaction, corrosion and discoloration of the trunnion, sleeve and reaction on the inside of the head are consistent with findings associated with metal debris. As well histopathology includes findings that are consistent with aseptic, lymphocyte-dominated vasculitis associated lesion (alval) due to metal debris. However, without medical imaging and an analysis of the explanted devices, the root cause of the reported findings cannot be confirmed but based on the findings during the revision the trunnion and modular sleeve are the likely sources for the reported metal debris though it cannot be confirmed if the reported clinical reactions were associated with a mal-performance of the implant. No further clinical assessment is warranted at this time. It was noted that use of a competitor¿s (stryker) liner was implanted with the bhr cup at the time of revision. This activity was performed contrary to the instructions for use of for bhr implants which states under its important medical information, ¿do not mix components from other manufacturers.¿ without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that right hip revision surgery was performed due to a cobalt unknown devices left tha 9/1/15, revised 9/11/15 due to dislocation. 07/01/2014 cobalt, blood: 2.0 mcg/l chromium, serum: 3.0 mcg/l 11/14/2017 cobalt, serum or plasma: 34.4 ¿g/l chromium, serum: 24.2 ¿g/l.